Manufacturer narrative:
(B)(4). Further investigation is being conducted and the information will be included in the final report.

Event description:
It was reported to gore that for a gore-tex suture device a needle-separation during the procedure was observed. No device fragments remained in the patient and the procedure was completed by using a new gore-tex suture device.

Manufacturer narrative:
Our engineers have evaluated the returned device. Their observations from photographs/sems showed following: - fiber: images show that the surface of the fiber that had been crimped was stripped along the length, a ragged end, and contains what appears to be a section of elongated thread. All observations are typical of a needle pull off, and are caused by the shear forces associated with pulling the fiber out of the crimped needle channel. The elongated section of thread likely caught on the interior edge of the crimped needle bore and stretched as the needle pulled from the thread. - needle bore: no remaining thread was observed in the crimped needle hole. - crimped channel of needle: images indicate the crimp/fiber junction appears to be consistent with a normal attachment. Minor instrument damage was observed at the site of the crimp, but unlikely to have contributed to the needle pull off. Existing controls to prevent occurrence of reported issue: 100% of attachments undergo an in process test at needle attach to ensure that every attachment meets tensile strength requirements. Additionally, each lot is sampled and qc tested for needle attach tensile strength and must meet the release requirements to be dispositioned as accept. Risk documents review: the suture hazards analysis and design fmea both address the failure mode and hazardous situation of needle separation. Based on the information available a nature event cause cannot be determined.